Manufacturer narrative:
The device has been returned to (B)(6) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken and leaking dacapo powerpack has been received at service repair. Reportedly nobodygot in contact with the leaking electrolyte.

Manufacturer narrative:
Conclusion: the returned devices were visually inspected upon arrival. Mechanically damaged housings were observed. The observed damages did not allow electrical testing to be conducted. The damages to the battery housing were clearly the reason for the malfunction of the device returned by the end-user. It is very likely, that bulging of the housing caused the observed damages and indicates that the devices were not refreshed/used for a long period of time. The contacts seem to be oxidized by the leaking electrolyte. This is a final report.

Event description:
A broken and leaking dacapo powerpack has been received at service _ repair.reportedly there was no contact with the leaking electrolyte or any injury sustained.